Event description:
Litigation alleges patient had pain after asr hip implant.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; aseptic lymphocytic vasculitis associated lesions; pain; discomfort; significant amount of cloudy almost greenish fluid, indicative of tissue reaction; large hole in the inner portion of the abductor; acetabulum was noted to be significantly abducted , at least probably 60 to 65 degrees of abduction, and also retroverted about 10 to 15 degrees. The revision operative report from (B)(4) 2011 also indicates significant posterior wall acetabular loss, medical acetabular deficiency in small anterior column region. Complaint updated with part and lot numbers provided in primary operative report.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.